Event description:
It was reported that at implant, the lead exhibited high impedance. The pulse generator was programmed bipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information from follow up notes that the device exhibited high thresholds, loss of capture and under sensing.